Manufacturer narrative:
Citation: kloevekorn wp et al. Long-term results after right ventricular outflow tract reconstruction with porcine bioprosthetic conduits. J card surg. 1991 dec;6(4 suppl):624-6. Doi: 10.1111/jocs.1991.6.4s.624. Presented at the v international symposium on cardiac bioprostheses, avignon, france, may 24-27, 1991. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Additional patient code(s): (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an analysis of the long-term performance and durability in patients who underwent right ventricular outflow tract reconstruction with porcine valved right heart to pulmonary artery conduits. All data were collected from a single center between july 1975 and december 1990. The study population included 110 patients (mean age 4 years; mean weight 15 kg), an unspecified number of which were implanted with medtronic hancock valved conduits (no serial numbers provided). Among all patients, 6 deaths occurred within 30 days post implant and an additional 14 deaths occurred between 3 months and 6.4 years post implant. It was reported that the deaths were not related to the type of conduit implanted but were primarily related to pre-existing patient conditions. Based on the available information, medtronic product was not associated with the deaths. Among all patients, adverse events included: reoperation and conduit explantation/replacement due to calcification and stenosis; degeneration with valve incompetence; bacterial endocarditis; and patient outgrowth of the conduit. The mean duration from conduit implant to replacement was noted to be 6.5 years. Other adverse events observed: conduit obstruction and elevated pressure gradients (ranging from 20 ¿ 100 mmhg). Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.